Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error test anomalies noted. No possible over delivery anomaly noted. Device received with minor scratched lcd window, and cracked reservoir tube lip. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was at 332 mg/dl at the time of the call. The customer used cereal to treat. The customer used the pump to treat their current high. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was not completed for the high but was completed for the low. The customer had an empty reservoir alert and an unexpected restart alarm where a cold reset was performed, after a battery change. The insulin pump will be returned for analysis.